Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of suspected pump thrombus could not be confirmed through this evaluation; however, review of the submitted log files confirmed multiple low speed operation events. A specific cause for this finding could not be conclusively determined through this evaluation. The submitted log file contained events from 24feb2023 through 30apr2023, per the timestamps. Multiple low speed operation events were captured on 30apr2023. One of these events was associated with low speed and low flow hazard alarms. No other notable events or alarms were captured. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), with no further issues reported at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction¿, lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii lvas. This section also outlines pump parameters, including pump power, flow, and pulsatility index (pi). Section 6, ¿patient care and management¿, explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Additionally, section 6 discusses anticoagulation, including recommended international normalized ratio (inr) values. Section 7, ¿alarms and troubleshooting¿, outlines system controller alarms and provides information regarding how to respond to and troubleshoot the alarms. Heartmate ii lvas patient handbook is also currently available. Section 5 entitled ¿alarms and troubleshooting¿ outlines system controller alarms and provides information regarding how to respond to and troubleshoot alarms. The patient handbook also cautions patients to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had concern of pump thrombosis and the log files were submitted. The log files confirmed speed drops less than the low speed limit on (B)(6) 2023. The power was noted to be elevated at the end of the log file.